Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported sometimes there is non-function of the ok button on the pump. Caller stated she changed the battery and now the pump starts with an e8 (power interrupt) error message. Caller reported she is unable to confirm the e8 message. No adverse event reported. Requested return of the alleged pump for evaluation.